Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017. The patient manages his diabetes by self-adjusting his insulin doses and did not report making any changes to his usual diabetes management routine in response to the alleged issue. The patient reported that ¿the next day¿ after the issue occurred he developed symptoms of ¿headaches, falling and unconsciousness¿ and that on (B)(6) 2017, at 05:00am, he was hospitalized, where he received treatment with ¿5mg novolog and 70 units of levemir insulin¿ and obtained results of ¿192, 180 and 73mg/dl¿ on a lab device whilst in hospital. During the call the cca noted that when the patient was walked through a retest the issue was resolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.